Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot# va1l9ry, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1l9ry, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot# va1l9ry, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the lead remaining implanted was unknown. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension; product ID: 3389s-40, lot# va1l9ry, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead; product ID: 3389s-40, lot# va1l9ry, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension; product ID: 3389s-40, lot# va1l9ry, implanted: (B)(6) 2017, product type: lead. Correction to show full event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had their dbs system removed due to an infection. Lab tests were performed. One of the leads had remained implanted and in service. The issue was resolved at the time of the event. There were no further complications reported.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 3708660, lot#, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type extension product ID 3389s-40 lot# va1l9ry serial#, implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type lead product ID 3389s-40, lot# va1l9ry, serial#, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead product ID 3708660, lot#, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type extension product ID 3389s-40, lot# va1l9ry, serial#, implanted: (B)(6) 2017, explanted:. Product type lead correction to show conclusion code 22 on pli's 10-50 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 27-jun-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had their dbs system removed due to an infection. Lab tests were performed. The issue was resolved at the time of the event. There were no further complications reported.